Event description:
It was reported that the patient was seen in the emergency room (ER) due to syncope and loss of consciousness and the device was found in safety mode. The patient was dependent on this pacemaker device. Upon review, the patient reported inadequate stimulation and syncope due to oversensing. The plan was to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to be returned for analysis after a quarantine period at the hospital. Additional information received indicated that the day before the device was found in safety mode, the patient was admitted to neurology for head trauma following loss of consciousness with CT finding of esa in the left fronto-parietal-temporal area.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This report contains additional information in section a1 patient identifier, section b5 describe event or problem and section h6 patient codes. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient was seen in the emergency room (ER) due to syncope and loss of consciousness and the device was found in safety mode. The patient was dependent on this pacemaker device. Upon review, the patient reported inadequate stimulation and syncope due to oversensing. The plan was to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to be returned for analysis after a quarantine period at the hospital. Additional information received indicated that the day before the device was found in safety mode, the patient was admitted to neurology for head trauma following loss of consciousness with CT finding of esa in the left fronto-parietal-temporal area.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient was seen in the emergency room (ER) due to syncope and loss of consciousness and the device was found in safety mode. The patient was dependent on this pacemaker device. Upon review, the patient reported inadequate stimulation and syncope due to oversensing. The plan was to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to be returned for analysis after a quarantine period at the hospital.

Event description:
It was reported that the patient was seen in the emergency room (ER) due to syncope and loss of consciousness and the device was found in safety mode. The patient was dependent on this pacemaker device. Upon review, the patient reported inadequate stimulation and syncope due to oversensing. The plan was to have this device replaced soon. This device currently remains in service. No adverse patient effects were reported.